Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - initial use. Electrode belt sn (B)(4): mfg date: 04/2013 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor returned equipment associated with a pt death that occurred on (B)(6) 2014. Further investigation revealed that the pt received one appropriate shock and two inappropriate shocks on (B)(6) 2014. The first shock converted the arrhythmia to a slower rhythm. Oversensing of bradycardia and asystole contributed to the final two false detections. The response buttons were pressed intermittently during the entire event. The pt passed away later in the day on (B)(6) 2014. There are no allegations against the lifevest. The equipment was fully function upon receipt. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.